Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed chiller. During evaluation, it was confirmed that the unit was failing calibration. Unit is not cooling, all three pump are verified to work. Chiller assembly was replaced. Chiller tank was not draining, no flow through evaporator tube due to debris in the chiller tank. Double bend tube was found expanded. Tank seals were found deteriorated. Calibration error 20 not reproduced during evaluation. Pulled debris from chiller pump. Double bend tube was replaced. Tanks seals were replaced. The control panel coin cell was replaced due to age. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was failing calibration for an error 80 (water check time out - unable to reach calibration temperature). A check of the diagnostics showed that the chiller thermistor was reading 29c. They had verified water was present in chiller tank. Per wo notes, they would provide a quote for a chiller repair and a loaner. Per additional information updated from ttm on 10sep2025, biomed was awaiting quote for repair of device with calibration error 20. Per sample evaluation results received via task on (B)(6) 2025, it was reported that the tank seals were found deteriorated. Per sample evaluation results received via task on (B)(6) 2025, it was reported that the chiller tank was not draining due to debris in the tank.